Manufacturer narrative:
Subsequently, it was reported that the physician suspected the valve leaflet issue was due to the 20 millimeter (mm) valve being too large for the patient's anatomy. There was no evidence of tissue impingement restricting the valve leaflet motion. A smaller (18 mm) mechanical heart valve of the same model was implanted to resolve the issue. Device return is pending. A supplemental report will be filed if the device is returned for analysis. (B)(6).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Additional information has been requested regarding the implant procedure. The product has been returned and analysis is in progress. Upon completion of analysis or receipt of additional information, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that this mechanical heart valve was implanted, then explanted due to a post-implant observation of I nsufficient blood flow. An ultrasound showed the heart valve leaflet was not closing completely. Another manufacturer's valve was successfully implanted, resulting in normal cardiac function and no subsequent adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The valve leaflets were fully mobile and met all design and engineering specifications. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. The root cause of the clinical observation of the heart valve not closing completely could not be determined as the leaflets were dimensionally correct and fully mobile following manufacture and upon return. One possible root cause may be that this valve was over-sized, as a smaller valve of the same model was implanted with no further adverse effects. The device's instructions for use (IFU) states: ¿the sizer with the diameter marked in millimeters has a ring which allows easy tissue annulus measurement. The sizer ring should pass easily through the patient¿s tissue annulus with minimal resistance. Do not force the sizer through the tissue annulus. Valve oversizing or undersizing should be avoided.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.